Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include some kind of stress such as damage, deterioration of parts, expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited peeling of the coating on the connecting tube (1mm² or larger) there was no patient involvement.